Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 to include information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since no abnormalities of the generator were identified, the cause for the reported power issue is likely due to a user error. In addition, the preventive maintenance report additionally states mechanical damage of the bipolar socket. The damaged bipolar socket was likely caused by excessive force by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The urology physician reported that during transurethral resection of prostate (tur) procedure power fluctuations continued to occur and would progressively reach to the minimum. Replacing it with another generator, cables and resector did not help and caused bladder perforations. Additional information was requested for bladder repair, however no information was provided. The procedure was completed with the same device on a unipolar mode. No additional hospitalization was required. Patient is reported to be in good condition and discharged. Below are the 2 related reports for generator issue described under the patient identifiers (2 separate reports for 2 generators) : related patient identifier # (B)(6): hf unit esg-400; model # wb91051w ; serial # (B)(6). Related patient identifier # (B)(6); hf unit esg-400; model # wb91051w; serial # (B)(6) (this report).